Manufacturer narrative:
Corrected data: added date received by manufacturer and date of event.

Event description:
Type 2 diabetic on vgo for 1 year that he has had low blood sugar 17 times in the morning since (B)(6) 2017. The lowest reading was 51 and required emts to come to his house. Date not provided. He has consulted with his doctor about this problem and no solution has been found yet. He is using off-label (B)(6) novolin u-100 r insulin. He has not saved any vgos where he had low blood glucose. No other information was provided. The pt. He was unconscious with the bg of 51 and required IV glucose. Device was not returned for investigation.